Event description:
It was reporter that during a superion indirect decompression system implant procedure, during deployment of the spacer the spindle cap broke and the internal screw came free. The spacer was removed and replace with another device of a smaller size successfully.

Manufacturer narrative:
Device analysis confirmed the reported complaint. Visual inspection revealed severe abrasion on the matting surface of the actuator. However, the spacer functioned acceptably during the functional test. The damaged to the spacer indicates the failure was likely due to forced deployment against a rigid obstruction (spinous process). This type of damage suggests that the user exerted excessive force while attempting to deploy the spacer causing enough deformation of the mating surface of the actuator. Therefore, the most probable cause of the reported complaint is unintended use error caused or contributed to the event.

Event description:
It was reporter that during a superion indirect decompression system implant procedure, during deployment of the spacer the spindle cap broke and the internal screw came free. The spacer was removed and replace with another device of a smaller size successfully.